Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient's transfer set was "excessively short and felt loose and after a month of use, it detached from the titanium adapter." The transfer set was replaced with a new one. It was reported that the patient had peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information b1, b2, b5, d9, g4, h1, h3, h6, h11. B1: adverse event or product problem: update from both to product problem. B2: outcomes attributed to ae: remove ¿other serious important medical events¿ . B5: additional information was received to clarify that the patient did not have peritonitis. The titanium adapter was not replaced; there was no allegation against the titanium adapter. G4: 510k #: remove ni and replace with na. H1: type of reportable event: remove serious injury and update to malfunction. H11: one actual sample was received for evaluation. The visual inspection with the naked eye observed no issues with the sample. The transfer set was within measurement. The patient connector was connected and disconnected to an in-lab titanium adaptor with no issues. Leak testing, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was performed; the transfer set patient adapter was connected to a laboratory titanium adapter and leak tested with no issues observed. The device met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.